Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Pushing needle through tissue. Was the needle removed from the patient during the same procedure? Yes, after it broke. It was difficult to remove because usually the surgeon cuts the suture with a tag end of suture to grab and remove. They had to straighten the needle in order to grab it inside the body. What tissue/location was suturing when pull-off occurred? Robotic hernia. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2021 and barbed suture was used. During the surgery, the suture broke where the suture meets the needle. It is unknown as to how the procedure was completed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/21/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that an empty opened foil, a detached needle, and a suture piece of product code sxmp1b427 were received for evaluation. Visual inspection of the detached needle, the swage, and the attachment area was noted to be as expected however, marks and body fluid could be observed in the body needle. The barrel hole of the detached needle was examined under 20x magnification and no suture remnant was noted. The suture piece was examined, body fluids, damaged, stress on the surface, the end cut, and correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined. No conclusion could be reached as to what caused the reported complaint. Additionally, a sealed box (12 ea.) And three unopened samples of product code sxmp1b427 were received for evaluation. Visual inspection of thirteen unopened samples was conducted and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The devices performed without any defect noted. A manufacturing record evaluation was performed for the finished device lot number qmbbat / sxmp1b427, and no non-conformances related to the reported complaint condition were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.